Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct, outside the patient they noticed the tip of the device did not look right as it was slightly bent or kinked. The procedure was completed with the use of another similar device. The patient is reported to be fine.